Event description:
Caller states the patient tested 5.2 and 5.3 inr on the coaguchek s system and 3.7 inr on a comparison lab. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.